Event description:
Product analysis was performed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. An analysis was performed on the returned lead portions and the reported lead fracture was confirmed. During the visual analysis of the returned 98mm portion the ends of the quadfilar coils appeared to be broken approximately 28mm from the electrode bifurcation. Scanning electron microscopy (sem) was performed and identified the broken coil areas as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the lead; however, note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. No additional information has been received.

Event description:
On (B)(6) 2013, it was reported that the patient the patient was in surgery for a prophylactic battery replacement and a lead break was found. Follow up with the neurologist found that the lead fracture was first observed on (B)(6) 2013. The device was programmed off on this day after the observation of a suspected lead issue. No patient manipulation or trauma occurred which is believed to have caused or contributed to the event. The system diagnostic test performed on this day faulted. The patient was referred to neurosurgery, so it was unknown by the neurologist if x-rays were taken. Follow up with the neurosurgery department found that no x-rays were taken prior to surgery. The generator and lead were returned on (B)(4) 2013 and are pending product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.